Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The physical evaluation was completed. The front panel led indicator for flow rate lights up intermittently, the external housing top cover has deep scratches, and the rear panel is worn with corrosion and faded labeling. The device was repaired to asset specifications and returned to asset stock. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunctions could not be conclusively determined. Based on the physical evaluation, the cause of the abnormal led display of the front panel was a failure of the front panel. The cause of the failure is unknown. However, since it has been 5 years and 4 months since its manufacturing, a possible cause of the failure can be due to age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the set/actual flow rate selector on the front panel was not displaying legible digital numbers. The device evaluation is currently in progress. A review of the asset's repair history shows the device was last serviced on (B)(6) 2021; no problems were found, inspection only. Additionally, the original equipment manufacturer¿s investigation is ongoing; however, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset high flow insufflation unit was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the set/actual flow rate selector on the front panel was not displaying legible digital numbers. There was no patient involvement reported.